Manufacturer narrative:
It was unknown if there was patient involvement. Event date unknown. Device serial number and UDI number unavailable. Initial reporter information unavailable. No parts have been returned to medtronic for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that connection between the main cart and camera cart was repeatedly suddenly lost. Sometimes the site would have to wait for a few seconds or a few minutes before connection was resumed like normal. Other times the connection was completely disconnected which would require the site to restart the camera cart. It was noted that the optical transmitter was still working even if the monitor showed a disconnected message. It was noted that the issue may have happened only one or two times but it was not obvious. It was unknown if this happened during a procedure or with patient involvement. There was no reported impact on patient outcome.